Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set leaked. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.

Manufacturer narrative:
Correction made to d4: unique identifier (UDI) #: (B)(6). H11: the device was received for evaluation. Visual inspection was performed and the silicone tubing was separated from the dark blue female connector leg. A damaged/cracked main body was observed. Markings inside the silicone tubing indicate the tubing was positioned onto the dark blue female connector. The reported condition was verified. The sample failed to meet specifications for leak due to separation of components and for damaged main body. The cause of the separation was undetermined, however as the assembly between the female connector and the silicone tubing is a friction fit and not a solvent bond, a strong tug on the tubing or the patient adapter / bushing could possibly cause a separation. The direct cause of the damage/cracked main body could not be determined, however transfer sets exposed to chemical agents such as foreign solvents, dyes, or cleaning agents may cause damage to the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.